Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic for an upgrade procedure. Prior to the procedure it was noted that the patient's right ventricular lead exhibited episodes of high ventricular rates due to noise. The lead was capped and replace on (B)(6) 2019. The patient was asymptomatic before, during, and after the procedure.